Manufacturer narrative:
Thv/tvt registry. Investigation is ongoing. (B)(4).

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, no bav was performed. During valve deployment, while the pusher was being pulled back, the 26mm sapien 3 valve moved proximal on the balloon making it offset on the balloon.  But as the patient was unstable, the valve had to be deployed urgently. During deployment, the valve jumped ventricular and landed in a 40:60 aortic/ventricular (a/v) position, resulting in moderate perivalvular leak (pvl).  A second 26mm sapien 3 valve was deployed.  The patient was noted to have none/trace pvl during the post op echo.  The commander delivery system was prepped with a 15% ratio of contrast to saline solution.  During de-airing less than 20% was not inflated.  The valve was pre-crimped 3 times, 5 seconds each time.  The valve was final crimped 3 times, each time lasting 5 seconds.  There was not difficulty inserting/advancing the delivery system through the sheath.  There was no difficulty with valve alignment and/or fine adjust.  When the valve moved, it moved approximately 5mm.  The physician did not report experiencing a lot of tension.  The system was not torqued or heavily manipulated to accommodate for patient factors.  When the valve was deployed, it was deployed asymmetrical.  The balloon did not ¿dogbone¿, which then resulted in the valve jumping ventricular ultimately causing a 40:60 a/v placement.

Manufacturer narrative:
The delivery system and the 3mensio report with CT images of the patient¿s access vessels were provided to edwards lifesciences for evaluation. The imaging showed that the access vessel mld was 3.2 mm, which is below the recommended mld of 5.5 mm. Additionally, the vasculature was tortuous and calcified. The returned device was visually inspected for any abnormalities. The balloon was observed to be unpleated/unfolded. A compression was observed on the flex shaft and gouges were observed on the flex tip. No relevant functional or dimensional analysis was able to be performed due to the nature of the complaint. During manufacturing the delivery system underwent multiple 100% inspections, flex tip assembly and bonding, spring coil installation, balloon pleat, fold, & forming, final inspection, commander: functional product verification (pv) testing. All tested sample units from the lot passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review was performed revealed one other complaint relating to ¿delivery system ¿ valve movement on balloon¿: available information suggests that patient and / or procedural factors may have contributed to the complaints. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the control limits for the applicable trend category. Therefore, no corrective or preventative action is required at this time for the associated trend categories. A pra was previously initiated per management discretion for product risk assessment and a CAPA was previously initiated to drive further investigation and potential corrective/preventive action(s). Complaint data for the previous 12 months was reviewed (may 2017 through april 2018) for the commander delivery system (all models and sizes). Review of these complaints identified patient/procedural factors as potential root causes for this issue. The investigation and associated risks are documented in pra. Additionally, a CAPA was previously initiated to document the investigation and drive corrective/preventive action as appropriate. Based on the available information we can speculate that the root cause of the reported complaint is related. Of note, no dimensional non-conformance that would have contributed to the complaints have been found. A review of the complaint history revealed that the occurrence rate did not exceed the april control limit for the trend category of ¿valve movement on balloon¿. The delivery system instructions for use, the device preparation manual and the procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. The following procedural and patient factors may have contributed to the reported valve movement on balloon, prior to inflation: 1) a product risk assessment was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. In the risk assessment it was discovered that build-up of tension within the delivery system during the procedure was identified as a possible cause of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. Tension build up can result from a) performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) may cause the valve to ¿dive¿ into the flex tip and increase the tension in the system. Gouges identified on the flex tip during evaluation indicate that diving likely occurred during the procedure. B) tortuous, tight vasculature ¿ the patient vasculature was noted to be moderately tortuous and undersized (access vessel mld was 3.2 mm) c) residual volume left in the balloon. 2) residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). 3) incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in observing the valve being not properly aligned once changing views to visualize the native annulus. Non-perpendicular viewing angle while performing the valve alignment would be most likely contributing factor to this scenario. Although it was stated that there was no difficulty with valve alignment and not a lot of tension was experienced, signs of significant tension were observed on the delivery system (i.e. Compression of flex shaft and gouges on the flex tip). This tension build up likely contributed to the reported event. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors may have contributed to the complaint event. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and/or procedural factors (tight tortuous vasculature and performing valve alignment in non-straight section of aorta) may have contributed to the complaints. A review of complaint history revealed that the occurrence rate did not exceed the control limits for the applicable trend category. Therefore, no corrective or preventative action is required at this time. A product risk assessment, however, was previously initiated per management discretion for product risk assessment and a CAPA was previously initiated to drive further investigation and potential corrective/preventive action(s).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.